Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/16/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with an unaided eye shows the product is damaged, most probably to make explant possible. A scratch was also observed on the optic edge. The complaint cannot be confirmed. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was explanted due to the haptics not unfolding properly which caused a slight tear in the capsular bag. The lens was reportedly explanted the next day and replaced with a non-amo iol and the patient is doing fine. No further information was provided.